Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, a contact lens sales shop in (B)(6) reported that a patient (pt) experienced left eye (os) pain while inserting 1-day acuvue® moist® for astigmatism brand contact lenses (cl) this month. The pt experienced redness in the os that persisted after cl removal. The pt noticed a surface mark on the cl upon removal. The pt visited an eye care provider (ecp), who advised the pt that symptoms may be related to the lens surface mark. The pt was instructed to discontinue cl wear for 2-3 weeks. The pt currently wears a patch over the os. The pt is due to return to the ecp on (B)(6) 2019 and was advised if recovery is not confirmed, surgery may be likely. On (B)(6) 2019, additional information was received from the pt: the pt reported visiting an ecp on (B)(6) 2019 and was diagnosed with a corneal ulcer os. The pt was instructed to discontinue cl wear for 2-3 weeks and return to the clinic on (B)(6) 2019. The pt was prescribed gatifloxacin ophthalmic solution 0.3% and another medication (unspecified), instructed to apply one right after the other every hour, and tarivid eye ointment at bedtime. The pt is still experiencing redness os. On (B)(6) 2019, additional information was received from the treating ecp: the ecp reported that the pt developed pain os on (B)(6) 2019. The pt visited the ecp clinic on (B)(6) 2019 presenting with red eye os. Upon examination the ecp noted keratitis, a small corneal ulcer, and slight inflammation os. The ecp reported possible improper contact lens handling. On (B)(6) 2019, additional information was received from the pt: the pt reported the event date was (B)(6) 2019. The pt¿s eye gradually became red while wearing the cl, which did not appear to have any visible defects. The pt sought medical attention on (B)(6) 2019. On the second visit with the ecp, the pt¿s symptoms remained the same. The pt will return for a follow-up visit to the ecp on (B)(6) 2019. On (B)(6) 2019, additional information was received from the pt: the pt returned to the clinic on (B)(6) 2019 for follow-up. The pt was informed that the os was improving and was instructed to discontinue cl wear for a month. Pt was advised to continue to use the prescribed eye drops and ointment. Pt is scheduled for a fu appointment on (B)(6) 2019. On (B)(6) 2019, additional information was received from the pt: the pt reported that ecp has not confirmed recovery. The pt continues to return to the ecp for follow-up. Multiple attempts have been made to the treating ecp for additional medical information. No additional information has been received. The suspect os cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00p3c0 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2019, the patient (pt) provided additional medical information: the pt returned a return to the eye care provider (ecp) on (B)(6) 2019, and advised the eye drop treatment will be complete when the pt finishes the using the current drops prescribed. The pt reported the os is currently fine. On (B)(6) 2019, the medical report was received from the pt¿s treating eye care provider (ecp): (B)(6) 2019, the pt presented to the clinic with complaints of eye pain and redness in the os. Diagnosis: corneal ulcer os; infectiveness: admitted, no culture was conducted; focal site and size: small round lesion in temporal superior cornea; treatment: gatafloxacin ophthalmic solution and bestron every 2 hours, tarvid eye ointment at ha; contact lens (cls) wear was discontinued; pt to return on (B)(6) 2019. (B)(6) 2019, follow-up (fu) visit: treatment was ongoing from previous visit; no change noted; return appointment (B)(6) 2019. (B)(6) 2019, fu visit: redness slightly improved; continue same treatment; return appointment (B)(6) 2019. (B)(6) 2019, fu visit: redness and pain decreased; continue same treatment; return appointment (B)(6) 2019, (B)(6) 2019, fu visit: no redness, + erosion; continue same treatment; return appointment (B)(6) 2019, (B)(6) 2019, fu visit: no redness, slight erosion; treatment: gatafloxacin ophthalmic solution qid, odomel ophthalmic suspension bid, bestron and tarvid eye ointment discontinued; return appointment (B)(6) 2019, (B)(6) 2019, fu visit: slight opacity; va os: 1.0; treatment: gatafloxacin and odomel bid; pt was cleared to return to cls wear; return visit (B)(6) 2019, (B)(6) 2019, fu visit: slight opacity; eye drops were discontinued; no return visit requested. On (B)(6) 2019, medical receipts and statements of medical expenses were received from the pt: (B)(6) 2019, prescription for gatifloxacin ophthalmic solution 0.3%, bestron ophthalmic 0.5%, tarvid eye ointment; slit lamp exam and vital staining in anterior eye conducted (B)(6) 2019, a slit lamp exam and staining in anterior eye conducted. (B)(6) 2019, a prescription for bestron ophthalmic 0.5 %; a slit lamp exam and staining anterior eye conducted. (B)(6) 2019, a slit lamp exam and staining in anterior eye were conducted. (B)(6) 2019, a prescription for gatifloxacin ophthalmic solution 0.3% and bestron ophthalmic; a slit lamp exam and staining in anterior eye were conducted. (B)(6) 2019, a refraction test, corneal curvature, iop, corrected va, fundoscopy, slit lamp exam and staining in anterior eye were conducted. (B)(6) 2019, a slit lamp exam and staining in anterior eye were conducted. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed.